Event description:
It was reported that on literature review "tibial stem tip pain in stemmed revision total knee arthroplasty: treatment with tension band plating", after a tka surgery performed on (B)(6) 2004, where a profix knee system was implanted, the patient started to experience persistent pain, therefore, underwent a bone scan in (B)(6) 2006 which showed an increased marker uptake of both the tibia and patella suggesting loosening. In order to treat this the patient underwent revision surgery on (B)(6) 2007 where the tibial and patellar components were exchanged for an uncemented hydroxyapatite-coated tibial component with a 200-mm press-fit stem and a cemented patellar component; the femoral component was well fixed so it was retained. The patient had other interventions (covered under case (B)(4)). No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Ranawat, v. S., atkinson, h. D., & paterson, r. S. (2012). Tibial stem tip pain in stemmed revision total knee arthroplasty. The journal of arthroplasty, 27(8), 1580.e5-1580.e7. Https://doi.org/10.1016/j.arth.2011.12.032. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.